Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The disabled device cannot be evaluated as it remains within the patient. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 27mm 6900p pericardial mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years and 2 months due to calcific degeneration and pannus overgrowth leading to stenosis and regurgitation. A 29mm 9600tfx transcatheter valve was implanted within the surgical valve using the transeptal approach with a successful outcome.

Manufacturer narrative:
Supplemental report submitted to add image evaluation. Reportedly 5 years and 2 months after bioprosthetic mitral valve replacement, there is evidence of dense calcific thickening of the sub-mitral apparatus, and asymmetric thickening and decreased opening of the bioprosthesis leaflets; with significant prosthetic mitral stenosis, no evident mitral regurgitation, and severe pulmonary hypertension with probably severe tricuspid regurgitation. The mitral bioprosthesis leaflet thickening and reduced opening are compatible with structural valve deterioration (svd). Dense calcification of the sub-mitral apparatus is suggestive of neither svd nor pannus overgrowth; comparison with pre-operative or early post-operative images could help define whether sub-mitral calcification is part of an underlying pathology that might also have affected native mitral valve function, such as rheumatic disease.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.